Event description:
It was reported there was a surging sensation. The patient had an "arcing" sensation of stimulation that occurred occasionally throughout the day. The issue started following a device replacement. The arcing events would last approximately 5-20 seconds and occurred when stimulation was turned down lower, when stimulation was at the regular voltage, and when the device was turned off. The arcing was just as strong in these different scenarios. When arcing was not being felt, the stimulation was "good" and was addressing the patient's pain areas in right arm and leg. The impedances were normal. The device was programmed with a 2nd group for the patient to try, but the arcing still occurred. The sensation was not reproducible and movement did not cause stimulation changes. About (B)(6) months later it was reported the patient felt overstimulation from the device "on its own." The patient's surgeon thought there was moisture in the pocket adaptor, so the adaptor was replaced the previous day. The patient still had the "arching" feeling after the revision though. Additional information received about (B)(6) weeks later clarified the patient had been experiencing shocking and jolting sensations since the device was replaced. The shocking and jolting persisted even after the adaptor was replaced. Reprogramming was attempted and impedances were measured. There was no change in patient's symptoms and impedances were normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported indicated that the shocking sensation that the patient felt was shocking their full body. It was noted that post replacement of the device, the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2000, product typ extension, product ID (B)(4), lot# n301620, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ adapter, product ID (B)(4), lot#, unk, implanted: (B)(6) 2012, product typ adapter, product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2000, product typ lead, product ID (B)(4), serial# (B)(4), product typ programmer, (B)(4).

Event description:
Additional information received reported that the patient decided to have her entire system explanted and replaced with a system from a different manufacturer.

Manufacturer narrative:
Analysis of the adaptor model 74001 lot # n301620 found no anomaly.